Event description:
Customer reported that her glucose readings are inaccurate. She stated that the sensor glucose reading was 110 mg/dl while the blood glucose reading was 243 mg/dl. Later the sensor glucose reading was 95 mg/dl while the blood glucose reading was 185 mg/dl. At the time of the call, the blood glucose reading was 276 mg/dl. Customer reported that the insulin pump showed it had 3 bars remaining of battery life and then suddenly shut off without any warning. The insulin pump also had a recurring failed battery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.